Manufacturer narrative:
Citation: joseph kimmel, md. Conversion from monitored anesthesia care to general anesthesia for transcatheter aortic valve replacement. Journal of cardiothoracic and vascular anesthesia. April 2018; 32(2): pages 1032-1040. Doi: 10.1053/j.jvca.2017.05.015 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature of a (B)(6) female patient with severe aortic stenosis and diastolic heart failure who underwent implant of a 26 mm medtronic evolutr (serial number not provided). Persistent extravasation was noted at the left subclavian artery and transesophageal echocardiogram (tee) revealed a type a dissection. The family declined further intervention and the patient expired.

Manufacturer narrative:
Additional information was received that the dissection and subsequent death were reportedly not directly related to the device. If information is provided in the future, a supplemental report will be issued.